Event description:
I purchased 6 different kinds of patches; 1 for my lower back, upper back, my arms, I applied the therma care patches to both my arms while at work after 20-30 mins the begin to burn badly, so I went to the bathroom at work and removed. The nurse over me told me to wash my arms off. The next day my arms were discolored, itching, and patches in spots all over my arms for months. Worry experience ever and to verify my story I worked at (B)(6). How was it taken or used? Topical; date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2017. Reason for use: aching muscles.